Manufacturer narrative:
Patient weight is unknown. Date of symptom onset for post-operative infection is unknown. (B)(4). The original implant procedure was performed on an unknown date approximately six (6) months prior to the revision. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a tibial nail and five (5) screws approximately six (6) months ago due to a sustained tibia fracture. On an unknown date, it was discovered that the patient had developed an infection near the area of implant. As a result, the patient was returned to the operating room on (B)(6) 2016 to have the original hardware removed. The procedure was reportedly completed without delay. No additional information is available. This report is 1 of 2 for (B)(4).